Event description:
It was reported to distributor, by facility, nursing home, that after a transfer of the resident into his bed, the boom of the lifter released downward striking him on the abdomen. Per maintenance, the boom now goes all the way to the floor which is not normal. Lifter removed from service. X-rays were taken of the resident, no fractures. Bruising of the abdomen has been confirmed, resident will be going to the hospital because the nurse saw something in the abdominal area that needs to be checked out. It may or may not have anything to do with the falling lift. RMA issued to get lift back for eval.